Event description:
On (B)(6), 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging the onetouch select meter gave an inaccurate result of 180 mg/dl compared to 519 mg/dl obtained on another meter. Based on the alleged reading, the patient was given 10 units of human mixtard insulin. The patient ate breakfast and subsequently had symptoms described as 'shivering and also her body temperature dropped.' At an unspecified time later, the patient was taken to a nearby nursing home where she tested at '519 mg/dl' on another meter. Reportedly, the nursing home gave her medication (unspecified) and discharged the patient on the same day in the evening. During troubleshooting, the customer care advocate noted that the results compared were taken more than 30 minutes of each other. To compare meter to other meter results, the readings should be taken within 30 minutes per lifescan's criteria for accuracy comparisons. This complaint is being reported because the patient had elevated blood glucose of 519 mg/dl after obtaining an alleged inaccurate low blood glucose reading of '180 mg/dl' on the lfs meter.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The primary complaint was not confirmed. Retain test strips passed testing with no fautls found. The patient had also returned an empty vial of test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.